Event description:
New information reported that the patient had a sever allergy to the titanium. No further information was available.

Event description:
It was reported that the patient presented to the clinic, experiencing an allergic reaction. The patient developed a rash near the implant site and complained of itching. The pulse generator remained implanted. No intervention was performed. An allergy test was performed but the results have yet to been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Allergy test performed, pending results.